Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (b(6)2017: it was reported the customer received multiple cartridge alarms (cartridge alarm 19) during the load sequence. Ultimately, a new cartridge was successfully loaded resolving the issue. There was no reported adverse impact to the customer's bg level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load sequence. The customer's blood glucose (bg) level was 323mg/dl. A new cartridge was loaded and the customer successfully resumed insulin deliveries.

Manufacturer narrative:
(B)(6) 2017. The customer reported their blood glucose (bg) level during the cartridge alarm 19 on(B)(6) 2017 was 241mg/dl. Tandem technical support attempted to follow up with the customer multiple times to obtain more information; however, no response was received.